Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4 patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to have dilated left ventricle, low mixed venous oxygen saturation (svo2), elevated creatinine, and wedge pressure. Ramp study was done and the aortic valve was closing with increased speeds. Log files were sent for review, and there were no unusual events recorded in log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.